Event description:
It was reported that during an unknown procedure, the device malfunctioned. There was no adverse consequence to the pt.

Manufacturer narrative:
Wedge band bypass. Evaluation summary:one instrument was returned with the firing mechanism damaged. The cartridge was loaded on the instrument partially fired and was noted to have a wedge band bypass as the right side was 3/4 fired and the left side was 1/3 fired, due to a cluster of staples and a piece of white hard plastic found on the cartridge deck. The instruemnt was clamped over the hard white plastic and deformed the cartridge deck. If the instrument is closed over a hard object, the damage to the cartridge might cause a wedge band bypass, since, the object will interfere with the movement of the sleds. The cartridge was disassembled to verifty the condition of the spring cartridge lockout tab and was found normal. The instrument was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. No functional test was performed due to the condition of the instrument.